Event description:
Pt - revision surgery: our affiliate is reporting that a male pt had an arthroscopic rotator cuff repair in 2007, with the use of a spiralok anchor for fixation. It is reported that the pt is a laborer, and his work requires the use of his shoulders. Several months post-operatively, while the pt was working his shoulder he felt pain. Some type of vision system was employed; either x-ray or MRI to view the subject shoulder. On these images, it was determined that there was a loose anchor fragment in or around the joint space. It was also determined that the original repair was intact. A re-surgery to remove the fragment is scheduled for 2009. This is all of the information that has been supplied to mitek. There are questions out asking for further detail and clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.